Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "rapid gas loss" alarm message, and an "error code #4" message. The pt was switched to another unit and therapy was continued. No pt injury was reported.